Event description:
It was reported that the asymptomatic patient presented for post-operative check. Upon interrogation of the device, high capture threshold and low r-wave sensing were observed. Micro-dislodgement was suspected and the lead appeared to have lost slack. The lead was repositioned on (B)(6) 2017. The patient was stable before, during and after the procedure.